Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient had developed an infection at the ipg pocket site following permanent implant procedure. The infection was confirmed (B)(6). The patient was hospitalized and was given IV antibiotics. The device was explanted. Follow up report indicated that the patient is recovering well and inquiring about reimplantation.